Event description:
The customer's nurse reported via phone call that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 434 mg/dl. The customer was treated with 4.4 unit of insulin. The customer declined to troubleshoot for the high blood glucose. The customer was advised that it may have been the act button was not pressed to deliver the bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.